Event description:
On (B)(6) 2011, xia lp surgery was performed. On (B)(6) 2012, the breakage of the screws (l3, l and r) was confirmed. The pt is overweight (120kg), schizophrenia and osteoporosis by unbalanced diet. The surgeon was teaching the pt to wear of a corset and planned rehabilitation. Extraction is not planned now. He requested the intensity data for shear of the screws.

Manufacturer narrative:
Additional items also reference in this event are: cat 03821645, xia lp polyaxial screw 6.5 x 45mm, lot b10323. Additional information has been requested and if made available will be reported in a supplemental. Method, results, and conclusion codes will be made available following an engineering evaluation.